Event description:
The patient reported they experienced a sudden return of bladder leakage a couple weeks prior to the report. It was indicated that they could not feel stimulation and the therapy was on. The patient was able to increase the stimulation from 6.2v to 7.4v on program 1 where they could feel comfortable stimulation. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.